Event description:
On this knee arthroscopy, meniscus repair, and acl reconstruction 4 "double loaded knotless knee fibertak anchors, self-punching" had errors, all of the same lot number. Reference # ar-3740sp, with lot # 15567003, exp 12/31/2030 on all 4 of the implanted/failure/explant anchors. With 2 of the failed anchors a small metal fragment of the tool broke off and embedded deep in the bone of the patient's left knee, this was confirmed by x-ray. A total of 2 fragments were left as "intentionally retained" due to the fact that more damage would be caused by trying to dig the fragments out than to leave them in place. Dr printed out multiple x-ray images from the mini-c, and 39 arthroscope pictures, to take back to the family to discuss the case. Two same-day rn's listened outside the curtain as dr explained the situation. Same day tech saw dr return a second time to further discuss the situation with the patient and his mother, he said "I guess I need to explain this further." I did not witness the discussion as I was finishing the case and getting the patient to pacu [post anesthesia recovery unit] at the time.